Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Fall due to unknown reasons resulting in additional surgical procedure for wound dehiscence. Dehiscence is a partial or total separation of previously approximated wound edges. In this event the patient had a traumatic dehiscence of the inferior portion of the midline surgical incision as a result of the fall. No evidence of infection, contamination, or further complications were noted. The patient subsequently progressed well without any revision of product or further intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products and mdrs: 42500607001 femur cemented posterior stabilized(ps) standard left sz 11 lot# 64640052, MDR: 3007963827-2021-00218. 42511400811 articular surface fixed bearing posterior stabilized (ps) left 11 mm height lot# 64455491, MDR: 3007963827-2021-00220.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Three weeks postop, the patient fell due to unknown reasons resulting in surgical wound dehiscence. The patient underwent an exploration and debridement of the wound which confirmed the dehiscence remained superficial and did not impact the joint below the fascia. In subsequent follow ups, the patient reported no additional problems and demonstrates satisfactory progress.